Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was not being oversensed by the device. Patient isometrics were performed which reproduced the noise, but again was not sensed by the device. The rv pacing impedance measurements were increased but not out of range. The lead also exhibited high pacing thresholds, loss of capture, and was found to have been dislodged. The device had been reprogrammed at that time. The lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.